Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, debris was found on a magnet used to withdraw the stent that was not able to cross a lesion. The lesion being treated was a mid rca 99% stenosed, severely calcified lesion. The physician attempted to implant a taxus express2 8.8% 2.50 mm x 16 mm stent. The physician was unable to cross the lesion with the stent. The physician then used a magnet to withdraw the stent successfully. Upon withdrawing the stent from the pt, debris was found on the magnet. It is unknown if the debris is from the stent or not. A taxus express2 8.8% 2.5 mm x 32 mm was successfully placed in the circumflex artery. The pt is reported to be in satisfactory condition. No pt injuries or complications were reported.